Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Attempts to interrogate the pulse generator were difficult due to communication/telemetry issues. After multiple attempts, the device could be interrogated. The patient would continue to be monitored.